Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming upstream occlusion (uso). The site verified tubing between medication bag and pump was not kinked or twisted. Spike was firmly inserted, batteries were removed, clamp closed, and cassette was removed. The site did see bubbles in the tubing. Green tab was depressed, and tubing was massaged to disperse air bubbles. The site reattached the cassette and the pump powered on, but the alarm restarted immediately. Cassette was again removed, tubing massaged, and reattached but the site could not clear the alarm. The drug was 5fu. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.